Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. This is 1 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient was hospitalized twice a week apart in (B)(6) 2024. This is 1 of 2 reports of medical intervention that occurred two separate times. On (B)(6)2024, the patient was found unconscious, and when she woke up, she was already at the hospital. The patient was reportedly unable to recall what exactly happened at that time. The patient called to ask for replacements for 2 g7 wearables because she was short after being asked being asked by the doctor to remove them after she was brought to the hospital 2 different times. The patient was able to mention that she had "very low readings" the patient's glycemic state was not addressed. The behavior of the display device was not described. The patient was reportedly having a hard time recalling things because she suffered from a stroke, so she cannot remember very well. The patient declined to provide additional details about the event. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. The probable cause was determined to be signal loss under one hour. The product performed within specification and the complaint allegation falls within expected performance. No additional patient or event information is available.